Manufacturer narrative:
It was confirmed the device had metal chips inside the collet component by the quality specialist through visual inspection.

Event description:
The pin collets were sent in for evaluation due to metal debris being visible on the devices during a procedure. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences associated with the device.

Event description:
The pin collets were sent in for evaluation due to metal debris being visible on the devices during a procedure. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.